Event description:
Husband was on blincyto infusion. It was set to deliver a certain amount over 24 hours. However the pump delivered at the medication in about 25 minutes. Being that this is a new drug, nobody knew what to expect. After 5 days in iu he was returned to his regular room. Only the drug fried his brain and he was never the same again, he died (B)(6) 2018.